Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included haemorrhoidal haemorrhage, vaginal infection, vaginal discharge, shoulder sprain, polymenorrhoea, vaginal pain and uterine bleeding. On (B)(6) 2007, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), fungal infection ("yeast infection"), abdominal distension ("bloating"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), acne ("acne"), gastrointestinal disorder ("gi conditions") and mood swings ("mood swings"). The patient was treated with surgery (hyst. (Full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, rash, acne, urinary tract infection, gastrointestinal disorder, mood swings, fungal infection, abdominal distension, back pain and abdominal pain lower outcome was unknown and the last episode of menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, back pain, dysmenorrhoea, fungal infection, gastrointestinal disorder, mood swings, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: both fallopian tubes display coiled metal wire within the lumen consistent with essure coils. Ultrasound scan vagina - on an unknown date: uterus 6.8 x 2.9 x 5.6 cm. No uterine masses. Normal ovaries. Mild pelvic free fluid. Endometrial stripe 2 mm thick. Possible septate uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Reporters information updated. Event: skin condition/ acne,hormonal changes describe: mood swing were updated. New event: abnormal bleeding (vaginal, menorrhagia), yeast infection , bloating, lower abdomen pain , back pain were added. Medical history, lab data were added. Event: outcome were updated to recovered: vaginal bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), urinary tract infection ("uti") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, rash, skin disorder, urinary tract infection, gastrointestinal disorder and hormone level abnormal outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal, menorrhagia, pelvic pain, rash, skin disorder and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received: event injury nos was updated with pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), rash, skin condition, uti, gi conditions, hormonal changes, she did not undergo confirmation test. Reporter (consumer) information updated, patient date of birth, age group added. Product indication, product start date updated, stop date added and reporter causality comment. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.